Event description:
Sorin group received a report that the cardioplegia counter was not counting down when the pump was powered on during set up. There is no patient involvement.

Manufacturer narrative:
(B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported failure. A firmware update was performed to resolve the issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. This is a known issue and a CAPA has already been implemented.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Received a report that the cardioplegia counter was ot counting down when the pump was powered on during set up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.